Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "no image during angulation" occurred by damage of image sensor unit/cable. However, the root cause of the phenomenon could not be specified. The event can be prevented by following the instructions for use which state: -inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that screen went black when angulating bronchovideoscope. The event occurred during a diagnostic bronchial procedure. The procedure was completed using a similar device. The patient was under sedation and there was delay in replacing the endoscope for a few minutes in the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to damage on the charged coupled device unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.